Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had decreased sensing and exhibited high pacing thresholds. Additional information indicates that the field representative does not know the cause of high thresholds and if the behavior is attributed to the device. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.